Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Blood and solution was dried on the lens. The optic was cut into two portions, typical of insertion and removal. The lens was cleaned with lphse for further evaluation. The lens appears clear. The power and resolution was verified. The focal length and resolution were within specifications. Associated products were not provided. It is unknown if a qualified products were used. The attached photo appears to be of the returned sample. The product investigation could not identify a root cause for the reported "opacification" complaint. The lens was cleaned with lphse for further evaluation. The lens appears clear. The power and resolution was verified. The focal length and resolution were within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the intraocular lens (iol) was explanted 6 year 5 months after the initial procedure due to the opacification in the lens matrix. The lens was replaced.